Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to alarms when switching from batteries to main power. It was confirmed that the pump was not able to maintain fixed speed on power module support. The speed drops were able to be reproduced when the patent performed upper body movements, and by touching a portion of the driveline internal to the patient under the skin. The patient was asymptomatic. A pump exchange was subsequently performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The evaluation of heartmate ii lvas confirmed internal driveline wire damage that could have contributed to the reported event. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual examination of the pump-end segment of driveline revealed a breach to the insulation of the red wire. The red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed hazard alarms, low flow hazard alarms, and pump stops that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors of the red wire contacted the braided shield while the patient was supported by the power module. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.